Manufacturer narrative:
(B)(4) - (no consequences or impact to patient). (B)(4) - ((B)(6) result) this report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
A (B)(6) architect anti-hcv result was generated. The patient sample generated an original reactive result of (B)(6). The sample was repeated and generated (B)(6) results of (B)(6). The sample was repeated again with reactive results of (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
Evaluation: erratic results. A retained kit of architect anti-hcv reagent, list number 6c37-30, lot number 07748li00 was calibrated on three instruments and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate the observation of erratic results, 300 replicates of positive control were run across 3 instruments. Control values met specifications. The results were in the typical range and no false non-reactive results were obtained. Customer complaint data was reviewed and no adverse trends were identified related to the customer's observation. The architect anti-hcv reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.